Event description:
It was reported that the customer experienced a low blood glucose (bg) level, resulting in the customer going to the emergency room and/or was hospitalized. Specific bg values were not provided. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.